Event description:
A hospital in (B)(6) reported via our distributor that the heater wire of an rt106 adult breathing circuit was an open circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA the 510 (k) for that product is k983112. The device is en route to the manufacturer for inspection. We will provide a follow up report.